Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A gradual increase in impedance on the lead has been reported. It was further reported that an increase in threshold, oversensing, and loss of capture also occurred. The lead was explanted. No patient complications were reported as a result of this event.